Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A f/u report will be sent when device analysis is complete.

Event description:
Medical examiner reports a pt's body was found partially decomposed in their home. The me states the cause or date of death was undetermined, but that an autopsy was being performed. Medical examiner reports that death is most likely unrelated to device. The device was explanted by the me and returned to the MFR for analysis. A f/u report will be sent when add'l info is available.